Event description:
During profile combo surgery, when the surgeon was inserting the screw to the plate, the screw was broken just under the head. After that the surgeon removed the plate and extracted the thread of the broken screw. The surgeon did not spend a strong torque during the screw insertion.

Manufacturer narrative:
The reported incident that titanium bone screws, cross-fit, self-tapping, diam.2.3x11mm, (5/pckg) was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too high torsional force during insertion. Investigation summary: one damaged bone screw, self-tapping, 2.3x11mm (the wings of the cross-fit are broken off) was returned in order to determine the root cause of the failure. The screw was examined regarding its dimensions, chemical composition (edx analysis), as well as by light and scanning electron microscopy. The dimensions are in accordance with the specification. The chemical composition conforms to the specification - ti grade 4. The investigation shows that due to too high torsional forces and thereby resulting high bending/shearing forces, originated during the screw in, the wings of the cross-fit were broken off. Two of the returned wings show heavy damages with material bulging in screw-in direction. Moreover the thread flanks show damages/plastically deformation, which point to a collision and friction with a hard object (implant or medical instrument). During the removal of the screw, most likely with a plier, the head area and the thread flanks were strongly damaged. The root cause of the failure could have been most likely a collision and friction with a hard object (implant or medicine instrument). Indications for material or manufacturing related problems were not found in this investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During profile combo surgery, when the surgeon was inserting the screw to the plate, the screw was broken just under the head. After that the surgeon removed the plate and extracted the thread of the broken screw. The surgeon did not spend a strong torque during the screw insertion.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.